Event description:
It was reported that while the navigation cart was moved at the healthcare facility during setup for a procedure, one of the casters broke off the cart. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was repaired at the healthcare facility by the field service technician.